Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired just fine but the knife did not come back. They had to use the emergency manual release to open the jaws and removed it. Case was completed with the device. The patient was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # pve35a, with lot/batch #c9e58w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/13/20024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: the analysis team received a plee60a; lot# 987c75 but the complaint originally reported a pve35a. Does the plee60a belong to this complaint? Yes. If yes, is it in addition to the pve35a or instead of the pve35a? Instead. If yes, what was the issue(s) with the plee60a? Same as reported, device did not open after fire. If no, what complaint does the plee60a belong to? Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.